Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse reviewed the error logs on erbe and noted m-b0 and m-1c errors. The fse replaced the integrated electrosurgical generator unit (iesu)to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure (erbe black out with red screen) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation. Upon visual inspection the unit was found in good condition. A review of the site's system logs for the reported procedure date was conducted by technical service engineer (tse) during the initial complaint capture. Investigation revealed the following related system error occurred during the surgical procedure that might be related to the reported complaint: error 25913 and error u-02. Verification of the event details via system logs cannot be performed at this time due to insufficient event detail information. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during an unspecified da vinci-assisted surgical procedure the ¿erbe blacked out with a red error screen¿. Also, the field service engineer (fse) replaced the erbe in order to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the erbe blacked out with a red error screen. The caller was unsure of the specific error, but the intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found multiple u-02 errors. The caller stated that prior to calling in, they spoke with a field service engineer (fse) who told them to unplug the foot pedal which cleared the errors. The procedure continued and was completed with no patient injury reported. Isi has obtained the following additional information regarding this complaint: the case type is unknown, the procedure was completed robotically without bringing in an additional generator, there have been no other issues since. There was no patient data provided. Customer never attempted to plug in the foot pedal again once the errors were cleared.